Event description:
It was reported that no osseointegration was achieved after placement of pepgen bone grafting material at the time of implant placement. As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.